Event description:
The fse reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos cpu was evaluated and replaced. The system was reconfigured. The system was tested and found to be working as intended and returned to service.